Event description:
Per the surgeon, the patient underwent revision surgery to reposition the receiver stimulator package due to reported thin skin flap. During the surgery the electrode array was found to be extra cochlear. The device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This device is not available for analysis. This report is filed december 17, 2013.

Manufacturer narrative:
(B)(4).